Event description:
Infant vent circuit popping off connection to endotracheal tube when trying to reattach it is not staying connected. This has happened on 2 separate pts and is now being reported. This unit has been in use several years and this problem never as issue, until these 2 events in the last week in picu. Same unit used in nicu without issue.